Event description:
It was reported that bellavista displayed a tf 388 error. No patient involvement.

Manufacturer narrative:
File identification: (B)(4) d4: unique identifier (UDI) #- unable to complete entire UDI# as the manufacturing date information was not received. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. A supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6, and h11 results of investigation: since neither the suspect device nor readable logs were returned to vyaire medical for evaluation, a definitive root cause could not be determined. As a result, this complaint will be closed with no further action required. A supplemental report in accordance with 21 cgr section 803.56 if additional information becomes available.